Manufacturer narrative:
No device was returned as the fractured portion remains in patient while the other portion of the device was disposed of at the user facility. A lateral radiograph and a photograph of device were provided confirming the alleged event. The patients bone quality could not be confirmed. Review of the provided information suggests the root cause of the incident to be a result of the casper pin not being fully advanced to the base combined with off angled excessive force allowing the stress concentration point to be at the top of the threaded portion of the device resulting in fracture. No additional investigation can be completed. Label review "do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient." "Pre-operative warnings - do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting." "The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." (B)(4).

Event description:
On (B)(6)2022 during an anterior cervical discectomy and fusion procedure a distraction screw fractured in patients bone and could not be retrieved. It currently remains in patient lodged in the bone and was confirmed to be seated flush in bone. There was no adverse consequences to the patient as a result of the failure. No additional action is planned and the surgeon will continue to monitor the patient status.